Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report has been submitted by the importer under this MDR report number 2429304-2025-00218 the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a reprocessing in-service at the facility, it was reported that a patient had tested positive for tb mycobacterial bacteremia. The duodenovideoscope used during this patient¿s ercp procedure was cultured and tested negative for the bacteria. Additionally, the client submitted a water sample from the oer-elite for testing to rule out any potential reprocessing-related concerns. The results of the water test have not yet been received. No additional information was obtained from the customer.